Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges and that battery could not be charged. There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.